Event description:
It was reported that x-rays of the cervical spine were interpreted to demonstrate "extensive discogenic degenerative change is noted at c6-c7 with large anterior and posterior osteophyte formation." X-rays of the chest were interpreted as follows: "no acute findings are present. The cardiac silhouette is enlarged. Lung zones are clear. Vascularity is normal. Skeletal and soft tissues appear satisfactory." The patient underwent an acdf c6-c7 to treat spinal stenosis and a herniated disk. A peek spacer, and anterior plating were used. Per the operative notes, "foraminotomies were done bilaterally, then the disk space was sized to 6mm, which was then packed with bone matrix and put into place. Then [an anterior plate] was attached using four 14mm screws." There is no mention of rhbmp-2/acs in the operative notes. There were no noted complications. X-rays of the cervical spine indicated "two oral tubes are present. The cervical spine demonstrates normal alignment. There is anterior interbody fusion at c6-7 with anterior cortical plates and screws." Post-operatively, it is alleged that the patient developed pain, numbness, neck swelling, difficulty swallowing and ovary problems after receiving rhbmp-2/acs.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.